Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm readings which occurred on an unspecified day after the sensor had been inserted into the arm. On (B)(6) 2023, the patient experienced chest pain and had a hard time breathing. The patient¿s dexcom was reading between 200 mg/dl and the bg meter was reading 56 mg/dl. The patient¿s husband called the paramedics. The patient was transported to the emergency room where she was hospitalized overnight. The patient was treated with an unspecified ¿glucose medication¿ and a blood thinning medication. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.